Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the power switch will not start unit. Additional malfunction is the pilot valve is alarming and shutting down.